Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with polydipsia, strong fruity breath odor, nausea, vomiting, symptoms of dehydration, and large ketones. The patient was taken to the emergency room and treated with insertion site change, insulin via injection, and IV fluids. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose match active basal program total or are as expected. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-product analysis: the device was returned and evaluated by product analysis on 01/13/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, basal delivery, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.